Manufacturer narrative:
Batch review performed on 19 aug 2025. Gmk-hinge 02.09.2602r gmk-hinge femoral component r - size2 (k130299) lot 2100750: (B)(4) items manufactured and released on 17-may-2021. Expiration date: 2026-apr-29. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: gmk-hinge 02.09.4002r gmk-hinge tibial tray - 2r (k130299) lot 2013006: (B)(4) items manufactured and released on 28-apr-2021. Expiration date: 2026-apr-13. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-hinge 02.07. Fcl15065 fluted extension stem ø15mm / l 065mm (k120790) lot. 2100203: (B)(4) items manufactured and released on 28-jun-2021. Expiration date: 2026-jun-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affair department: a revision surgery was performed approximately four years after the implantation of a hinged knee prosthesis, due to aseptic loosening. The available radiographic images clearly demonstrate signs of implant mobilization, particularly evident as radiolucent lines around the femoral stem of the prosthesis. Aseptic loosening is a well-documented complication in the literature, often associated with multifactorial or unclear etiology. In this case as well, the exact cause of failure is difficult to determine based on the available information. However, there are no elements to suggest a defective or malfunctioning device.

Event description:
Revision surgery due to aseptic loosening of primary hinge prothesis with uncemented stems at 3 years 10 months from primary. No recutting of the tibia and femur. Reimplantation of the hinge system with cemented components and sensitin implants.